Event description:
Additional information was received from the patient stating that the cause of the implants being at eos at only three years was that these were left on 24/7, whereas the first ones were turned off at night. It was noted that the batteries will be replaced. The patient will have a heart surgery (valve replacement) on (B)(6) 2020, and after recovery they will replace the batteries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: the event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both of the patient's implants have reached end of service (eos) and now, the patient's shaking has gotten so bad. They mentioned that the most recent implants only lasted 3 years and the previous implants before had lasted 5 years. They inquired if there is any reason these previous two implants only lasted 3 years. With the most recent implants, they had them turned on more often because the patient's shaking was still bad. They first noticed eos on their implants about 3 weeks ago when the patient had a major heart surgery. They inquired if there is any way they could add a little more life to the implants. Information was reviewed and they were redirected to their hcp.